Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and oversensing were observed on the lead. No further information is available.